Event description:
It was reported that two devices were used during a low anterior resection. It was reported by the affiliate that the surgeon wanted to used the tlc75 to create a j-pouch for the low anterior resection procedure. The surgeon has always used the double stapling technique. In this incident, the firing of the tlc75 was incomplete. The device did not fire right to the end where it is supposed to stop at the tissue retaining pin. The surgeon replaced the cartridge with a new reload tcr75 for a second firing to complete his stapling of the j-pouch. The same thing happened where as the cutter was jammed after pushing the firing knob about 3/4 of the way through the firing process. There was no consequence to the pt.